Event description:
Additional information obtained and summarized in h 10.

Manufacturer narrative:
Other, other text: h 10 additional information. Updated h 6 and b 3 date of event (B)(6) 2020.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. During power up and inspection, the device was able to power up with no issue when placed on a surface and did not display error code 4026. However, the device found error code 46228 on the screen display which indicate a problem with ui detected unexpected mp reset or microprocessor board issue. Therefore, service recommended to replace microprocessor board as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported the device gave an error code "4026" and turned off. No adverse effects to patient reported.